Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0266562 and 0206483. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. This is the first complaint for saftey shield activation failure on material 383328 & batch 0266562. This is the first complaint for saftey shield activation failure on material 383328 & batch 0206483.

Event description:
It was reported that 1 bd saf-t-intima¿ IV catheter safety system from lot 0266562, and 1 set from lot 0206483 had missing safety mechanisms. The following information was provided by the initial reporter, translated from french to english: "we would like to report an incident concerning two sc 22g/19mm safety short catheters. Ref : (B)(4). Lot 1: 0266562. Lot 2: 0206483. During the installation, the safety is not put in place on the guide.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0266562, medical device expiration date: 2024-09-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0206483, medical device expiration date: 2024-07-31, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd saf-t-intima¿ IV catheter safety system from lot 0266562, and 1 set from lot 0206483 had missing safety mechanisms. The following information was provided by the initial reporter, translated from french to english: "we would like to report an incident concerning two sc 22g/19mm safety short catheters. Ref : 383328, lot 1: 0266562, lot 2: 0206483. During the installation, the safety is not put in place on the guide."